Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad reported via phone call that the customer experienced high blood glucose levels 444 mg/dl. Customer ¿s current blood glucose level was 195 mg/dl. Customer was treated with manual injection. The insulin pump will not be returned for analysis.